Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. Three clips were applied on the cystic duct, with 2 on patient side. The following day the patient had severe abdominal pain. There was suspicion of a cystic duct leak. An ercp was performed and a leak was found near the location of the clips. The patient required a pleural bile effusion (bile pockets.) The procedure appeared to be a normal lap chole, and the device functioned as intended during the original case. The rep did ask about torquing of the device, but the surgeon stated there was none. The device was discarded. The patient was released home on (B)(6) 2011, after 20 days in the hospital.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Attempts are being made to obtain additional information.

Manufacturer narrative:
(B)(4). Conversation with ees (B)(4) and surgeon took place to discuss the event and the following is a summary of the discussion: once the leak was detected by the ercp, a drain was placed. The leak was mitigated with the drain and the patient did not require a reoperation. The female patient has had a full recovery and been discharged. The surgeon inquired about the firing technique and ees (B)(4) stressed the importance of squeezing plastic to plastic, always ensuring a clip is in the jaws prior to firing, and to always check the security of the clip after firing. Copies of the patient's x-rays were provided and ees (B)(4) provided the following summary: "I reviewed this study with two surgical colleagues and also one of our engineers working on clip appliers. We identified two clips which appeared to be within our expectations. We cannot be absolutely certain since this is a 2 dimensional view. There appeared to be a third clip, which we thought could have an increased clip gap. We are not certain what we saw was a clip an whether there was an anomaly. Although the leak is obvious, we could not be certain of its origin and raise the question if it could have been a duct in the gall bladder bed such as a duct of luschka."